Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but was not provided.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. It was noted that the noise was too large for programming changes. No device intervention was performed. Revision was discussed but not done as of yet. Further information was requested but was not provided.